Event description:
--

Event description:
Boston scientific received information that during a device replacement the set screw on this cardiac resynchronization therapy defibrillator (crt-d) was difficult to removed. Attempts were made to use different screwdrivers, however they broke and the screw remained stuck. It was noted that the physician was not using a bsc screwdriver. The issue was resolved during the implant when the physician freed all the setscrews before trying to unplug the leads. The frozen setscrew was stuck in the up position. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Electrically, the device meets specification for normal battery depletion. It is concluded that the damage to the setscrew and capture washer was induced as it was found that the set screw on this cardiac resynchronization therapy defibrillator (crt-d) was difficult to remove. Attempts were made to use different screwdrivers, however they broke and the screw remained stuck. It was noted that the physician was not using a bsc screwdriver.